Event description:
It was reported that the right side of a patient's deep brain stimulation system was explanted due to infection. It was believed that the patient recovered without sequela as the hcp later re-implanted the right side.